Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen display appears to be bright in the center and dim along the edges. Reportedly, it is difficult for the customer to read the battery gauge and the battery gauge colors "bleed over and cover" the time and date. Troubleshooting with tandem technical support was performed and the pump is still functioning as intended. Customer's blood glucose level was not impacted.